Event description:
The user facility reported that the patient had a cp patient escalated to a 5.5 pump for the st-segment elevation myocardial infarction patient. The 5.5 was supporting when there was optical signal loss. The 5.5 supported for 25 days when explanted due to heart transplant. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.